Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator stopped during use. According to our field service engineer (fse), the user interface screen had turned black but the customer did not inform him for how long. A precise time for the incident was not given. Our fse could not reproduce the reported issue and the ventilator was returned to the customer after passed functional tests. No part was replaced. The evaluation of received device logs shows several occurrences of high pressure on the reported date of event (B)(6) 2020. At 3:32 pm there were alarms for low gas and o2 supply pressure followed by an apnea alarm. Less than a minute later the ventilator was on battery operation. The ventilator was occasionally monitored and the measurement functions insp. And exp. Hold had been used repeatedly. Our fse was not informed if the gas supply had been interrupted as the alarms indicate. No technical errors had been generated the last five months before the event. If a fault in the user interface monitor / cable occurs during ventilation, the user interface screen may turn black but ventilation will continue with preset values and alarms will be generated. High pressure or leakage may lead to insufficient, or stop of, ventilation. Alarms will be generated when set alarm limits are exceeded. The reported issue with the indicated black user interface could not be confirmed. Generated alarms for low gas / o2 supply pressure indicate problems with the gas supply that may be related to the incident. Received device logs do not contain any technical errors and nothing that indicates a technical fault in the ventilator.

Event description:
It was reported that the ventilator stopped during use. There was no patient harm. Manufacturer's ref #: (B)(4).